Event description:
The customer reported an intermittent problem with being able to move the table. It locks up. The foot and hand controls are not working.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.